Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in early 2007. (Patient age and weight unknown). According to the complainant, six minutes into the case they got a fluid lost alarm at the rate of about 1cc per minute. At that point, they looked at the cervix to see if it was leaking out of the cervix, and found that it was not. They then hit the start button to continue the procedure. Then about 10 seconds later, she looked at the cervix and/or monitored the cervix, and found that there was some fluid coming out. Doctor then stopped the machine, and she began trying to place another tenaculum on the cervix, and restarted the procedure. Then they got another fluid alarm at the rate of 21cc per minute, and after that, doctor was able to clamp the cervix down. Doctor restarted the machine, and was able to complete the case. Doctor pulled everything out and there was a small burn on the cervix at about 6 o'clock. The rest of the cavity seemed fine, and doctor felt that the patient would do well. The patient's condition was reported as "stable". This is the first of two devices involved in this event. Refer to manufacturer report # 3005099803-2008-2355 for details regarding the second device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.